Event description:
Used contact lens cleaning solution (alcon, clear care triple action, 3% hydrogen peroxide). Caused severe eye burn. Followed by discomfort and redness of the eye, despite rinsing the eye thoroughly with water immediately. A novartis company.